Event description:
Pt reported to surgeon that his portacatheter was malfunctioning & requested that the surgeon remove it. The pt was taken to the operating room on (B)(6) 2011 for removal of it & further eval of his left foot pain. The capsule surrounding the reservoir was opened & it was delivered into the opened wound. There was a prolene stitch that was anchoring the reservoir to the chest wall. The catheter was then removed approx 2 cm from the skin. The catheter was clamped just below the reservoir & divided with the metzenbaum scissors. Next an 80 cm glidewire was inserted through portacatheter & into superior vena cava under direct view using fluoro. The catheter was pulled backward & at first it was pulled easily but after approx 5-6 cm, resistance was met & the catheter actually fractured. The distal 2-3 cm of the catheter was in the superior vena cava. The pt remained stable & was taken to invasive radiology suite.